Manufacturer narrative:
No product was returned for evaluation. Production data was reviewed and comply with specifications. The issue reported by the patient could not be duplicated. Product not returned.

Event description:
Patient reported experiencing elevated blood glucose levels since (B)(6) 2013 up to 544 mg/dl. Patient stated, he took correction via the infusion device and pen. Patient reported consulting with his diabetes specialist on (B)(6) 2013. Patient stated at 3 pm his blood glucose level was 399 mg/dl and ketones were negative. Patient reported at 4:30 pm his blood glucose level was 544 mg/dl, received a nacl infusion (saline) and his diabetes specialist called the emergency doctor. Patient's normal blood glucose level was not provided. Patient stated, he was taken to the hospital by ambulance and received stationary treatment from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, patient's wife reported, the patient is still using the infusion device and wants to observe. Wife reported, the patient goes to the doctor tomorrow to readjust the basal rate. Patient will call back. No further information is available. Requested return of the alleged infusion device for evaluation.